Event description:
It was reported that a motor stall occurred with no motor stall recovery and was confirmed by the event logs. The patient heard an alarm the night prior to the report ((B)(6) 2012) and the pump logs showed a motor stall on (B)(6) at 1526 with not recovery. The patient experienced increased pain in his lower leg; the patient was ambulating with a cane. It was noted that the patient was at an amusement park the day prior to the report and was "wanded" at security around 8am. The device system was used to deliver fentanyl, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot# j10906r22, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).